Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. Upon visual inspection, it was noted that the distal tip geometry of the - peekpower system drill guide for 5mm locking screw had broken off. Functional testing was not performed due to the damage to the device. The most likely cause of this failure is attributed to wear and tear damage incurred over repeated usage in the field.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a hto surgery the tip of the drill broke off inside the patient. The broken off piece has been retrieved from the patient. Per complaint reporter there was no harm for patient, operator or third party.the surgery was finished successfully with the same device used anyway. It was not necessary to switch the surgical technique or do a second surgery.